Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the faulty cable reel as tripping mains and failed rigel insulation test. The unit underwent function and safety tests. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cable fault. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected fields: e1 (initial reporter, event site email), h6 (health effect ¿ impact codes).

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) was causing ups system in the hospital to alarm. Customer ran tests with a electrical safety tester and found the is was failing installation test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the faulty cable reel as tripping mains and failed rigel insulation test. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.